Event description:
It was reported that the device failed the user test and it had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an electrical short between pins 5 and 9 on a diode, designator cr30. This failure impacted the device's ability to provide both pacing and shock therapy. After replacing diode cr30, all the therapy functions were tested, performing properly.